Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator had a digit of display panel that was not working during service / maintenance (not in a clinical setting). There was no patient involvement.